Event description:
The customer reported that a patient had a bradycardia event with a heart rate down to 40 beats per minute when the low limit was set for 50 but no alarm occurred. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.